Event description:
It was reported that a patient underwent breast augmentation revision with two 275cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was diagnosed with right breast implant deflation, right breast capsular contracture (baker grade IV) and left breast implant malposition. As a result, the patient underwent bilateral removal and replacement surgery on (B)(6), 2023. The replacement devices were: (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9854758 sn: (B)(6) and (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9840946 sn: (B)(6). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: malposition mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).